Event description:
It was reported to boston scientific corporation in 2007, that a leveen coaccess electrode system was used during a procedure (patient gender, age and weight are unknown). According to the complainant, the physician felt severe resistance while the electrode needle was introducing into outer needle. The procedure was completed with the same leveen coaccess electrode system although the physician felt severe resistance. After the procedure, when the physician tested the device outside the patient and felt resistance again. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the electrode cannula was slightly bent. A functional evaluation found that trocar could be withdrawn from the introducer without issue. A second functional evaluation found that the electrode could be in the introducer with slight resistance. A final functional evaluation found that the array could be extended and retracted from the electrode with slight resistance most likely due to residue build up inside the electrode cannula. The most probable root cause is that the electrode cannula was bent slightly during use causing resistance to be felt during insertion of the electrode into the introducer. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.